Event description:
It was reported that the user¿s ilet system experienced intermittent communication failure with the freestyle libre 3 plus sensor, including a scan error and difficulty pairing the sensor to the pump, during which the user noted elevated glucose readings and vision issues; capillary glucose was 184 mg/dl and cgm showed a high of 311 mg/dl over approximately two hours, with an infusion set placed on the abdomen. Symptoms included hyperglycemia. Outcomes included a minor impairment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with a communication failure, with relevant device components identified as electrical/magnetic elements and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.